Manufacturer narrative:
Device was received with a constant pump error 38 alarm during the rewind due to jammed motor gear box. Unable to perform rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm during the rewind test. Device powered up properly after battery installation. No blank display noted. Device passed the sleep current measurement, active current measurement and self test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected powering/shut off or blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 48 mg/dl and 95 mg/dl. The customer treated low blood glucose level with tea and dough nut. The customer declined troubleshooting for low blood glucose level. The insulin pump will be returned for analysis.